Event description:
The lay user/patient called lifescan (lfs) in 05 and alleged that her meter was prompting an error 3 message. The medical affairs specialist spoke to the patient one day later and obtained/verified the following information. The patient obtained a new meter and upon attempting to test on it, obtained an error 3 message. She visited her physician for assistance and she had her blood glucose tested. The result obtained was 125 mg/dl. She did not have any symptoms at the time of the visit. No medical intervention was reported. The patient was using the correct technique and the meter was cleaned correctly, but the issue was not resolved.